Event description:
The customer reported non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system (serial number (B)(4)) for five patients. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(4) 2015 for the final two patients (designated as patient one and patient 2 on the attached patient data summary table). The customer reanalyzed the patient one's samples on an alternate access 2 immunoassay system analyzer (serial number (B)(4)) and obtained lower but still elevated results. The customer reanalyzed the patient two's sample on an alternate access 2 immunoassay system analyzer (serial number (B)(4)) and obtained a negative result, within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00164 addresses the non-reproducible result obtained on (B)(6) 2015 for one patient. MDR 2122870-2015-00165 addresses the non-reproducible results obtained on (B)(6) 2015 for another patient. MDR 2122870-2015-00166 addresses the non-reproducible results obtained on (B)(6) 2015 for another patient. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) level 1, run after the generation of the non-reproducible result recovered outside the customer's established range high. Level 2 qc recovered just outside of 2 sd (standard deviations) low and level 3 qc recovered within the customer's established ranges. System check and calibration data was not supplied. The patient's sample was collected in a becton dickinson (bd) tube and was centrifuged at 3,800 rpm (revolutions per minute) for five minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provided the patient demographic: weight. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a system check which failed due to a high washed mean. He replaced the peristaltic pump tubing and performed a passing washed portion of the system check. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the peristaltic pump tubing is the cause of the non-reproducible access accutni+3 result. (B)(4). All mdrs associated with this report: 2122870-2015-00164, 2122870-2015-00165, 2122870-2015-00166, 2122870-2015-00167.